Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported to be constipation. The patient was not hospitalized for the peritonitis event. On unreported date, the patient started treatment with reflin 1gm for 14 days (route and frequency not reported) and fortum 1gm for 14 days (route and frequency not reported) for the peritonitis event. Treatment was reported to be ongoing at the time of this report. It was not reported if the patient was considered to be recovered or was recovering from the peritonitis event. It was not reported if dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.